Event description:
It was reported that small particles were found in a bag of hemosol bicarbonate concentrate solution. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(4).